Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient's wife reported that the patient had an irritation on his back under the therapy electrode pads. The patient's irritation was red, but was not itchy nor open. The patient's physician prescribed medicine for the irritation. Follow-up indicated that the irritation was healing.